Event description:
It was reported that a patient presented with back-up vvi mode due to magnetic resonance imaging. Signal artifact and inappropriate magnet response was noted as well. Corrective programming changes were made. No adverse patient consequences were reported.